Event description:
It was reported that the patient questioned why the defibrillator occasionally "buzzed a high pitch sound". The device remains implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.